Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of intimal dissection is listed in the xience pro, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The xience pro is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the circumflex coronary artery that was mildly tortuous and moderately calcified. After deployment of a xience pro 2.75 x 28 mm stent in the lesion, a distal edge dissection was noticed. Another drug eluting stent was used as treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.